Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing and a slight drop in pacing impedance measurements from 850 ohms to 656 ohms on the right atrial (ra) channel. Sinus tachycardia was also being marked as pacemaker mediated tachycardia. Troubleshooting options were provided to the field and the crt-d remains in service. No adverse patient effects were reported.